Manufacturer narrative:
Site representative was unable to provide patient demographic information. Device manufacturing date is unavailable. On 12/14/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Error in spinal software when trying to select a procedure. Error setting up task flow for chosen procedure. Synergy spinal 2.1 software was un-installed and re-installed. Issue resolved. System performed as intended. On 01/03/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative received a report that while in a spine procedure, the site's imaging system and navigation system would not communicate properly and they were unable to transfer the exam to the navigation system. The issue was that when the surgeon selects any of the procedures, an error message is displayed "error setting up ask flow for chosen procedure ". The surgeon opted to abandon use of the navigation system and the imaging system. The surgeon continued the procedure to completion without the navigation. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Product and unique device identification (UDI) updated to proper value.